Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis twice in a week, three days of (B)(6) 2013 and then also on (B)(6) 2013. The customer stated that she pulled the infusion set off her body, and she was not getting any insulin; the incident happened a year ago. The blood glucose reading was over 500mg/dl. The caller mentioned that the cannula was bent. The customer was wearing the insulin pump at time of her admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.